Manufacturer narrative:
Field service engineer (fse) reviewed settings in infimed and configured lut (look up table) settings as per tech support to better meet customers expectations. Fse then stood by with urology applications for cases to observe fluoro procedures. Customer still thought fluoro images to be grainy so fse consulted with tech support to change acquisition settings to improve fluoro image. Fse observed 1st case procedure and fluoro images were good quality. However, during 2nd case procedure fluoro image was too grainy. Fse rebooted nexus system after procedure and re-tested fluoro and test images were acceptable quality. Fse completed service checklist ossrwi4.3 (ddis) in accordance with service manuals and returned the unit to full service.

Event description:
On (B)(6): customer reports via phone that during a urology stone removal procedure, the physician reported the image resolution was unacceptable, indicating the physician would have missed two add'l stones, if they had not performed flat plate imaging during the procedure. Customer provided no further pt info, other than to state the pt procedure was completed and pt is fine. No reported injury.